Event description:
About 3/4 of an 0-vicryl, ur-6 suture needle broke off as the surgeon was about to suture a laparoscopic incision site. The surgeon called for x-ray c-arm to locate the needle and found it embedded in the abdominal wall/muscle tissue. The surgeon then went on to retrieve the needle.